Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4), (B) (4) to submit this situation. Problem: this x-ray system's c-arc brake does not hold when rotated to certain angles.

Manufacturer narrative:
Conclusions - (other) - a solution to improve the c-arc brake for the extended rotation is contained in field change order (fco), (B) (4).